Event description:
T wave oversensing was reported. 45 shocks were delivered in 24 hours. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The device was explanted. No patient complications have been reported as a result of this event.